Event description:
I.m. Nail reported broken at time of follow up. Surgeon report states cause was nonunion. Surgery required to do exchange mail. Cause was full weight bearing for three years with nonunion. No product defect indicated.